Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("non stop bleeding"), infection ("infection"), headache ("headaches") and allergy to metals ("nickel allergy") and was found to have weight decreased ("loss weight") and hepatic enzyme abnormal ("liver numbers went downu"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, infection, headache, allergy to metals, weight decreased and hepatic enzyme abnormal outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, headache, hepatic enzyme abnormal, infection, pelvic pain and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("non stop bleeding"), infection ("infection"), headache ("headaches") and allergy to metals ("nickel allergy") and was found to have weight decreased ("loss weight") and hepatic enzyme decreased ("liver numbers went down"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, infection, headache, allergy to metals, weight decreased and hepatic enzyme decreased outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, headache, hepatic enzyme decreased, infection, pelvic pain and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.